Event description:
During testing, the unit was found to be unable to analyze the input rhythm. It displayed and sensed only a flatine/asystole, determining all rhythms non-shockable. There were no warning prompts to the operator.